Event description:
Patient was screened for metal before procedure. No metal found and patient cleared for MRI. Shoulder coil placed on patient and put into magnet. During scan patient felt a shock in his abdomen and burning on shoulder. No metal found anywhere on patient